Event description:
During baxter's initial evaluation of the device for an unrelated complaint, no audio was found to be present. There was no pt involvement.

Manufacturer narrative:
(B)(4). Engineering evaluation confirmed the reported symptom of "during the initial evaluation no audio was found to be present." The investigation isolated the cause of the "no audio" condition to be a failed speaker. The investigation also found that the speaker had no continuity between the negative and positive leads. The speaker was removed and a known good speaker was installed with the good speak functioning as required. The investigation concluded that there is an open connection between the speaker coil and the speaker back flex leads which caused the no audio condition. The failed speaker was replaced.